Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was suspected of a fracture with inadequate shock for this patient. The physician referred the patient to a different hospital that has a rhythmologists. This rv lead remains in-service. No further information is available.

Event description:
It was reported that this right ventricular (rv) lead was suspected of a fracture with inadequate shock for this patient. No further information is available to us at this time.